Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non reportable malfunctions were found during device evaluation: bending section has a scratch, due to wear of angle wire, bending angle in up direction does not meet specifications, due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured, and video cable has a dent. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had adhesive of the bending section chipped. During inspection and evaluation, the adhesive around objective lens is peeled. There was no report of patient harm or user injury associated with this event. This medical device report MDR is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined, however, it can be presumed that the likely cause was stress of repeated use, external factors, or handling. The event may be detected by following the instructions for use which state in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ that: "[inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.